Event description:
Using the embrace glucose monitoring system. As compared to another home testing meter the embrace reads appropx 20% higher. This is unsatisfactory for the careful monitoring of insulin regulation. The company, omnis medical offered no sound explanation for the difference. Omnis offered replacement meter -which would be the third meter-, potential sampling problems, alcohol contamination, blamed cold weather and shipping anomalies. Dates of use: (B) (6) 2009. Diagnosis or reason for use: glucose monitoring - type ii diabetes.